Event description:
This unsolicited device case was received from united states on (B)(6) 2013 from a physician assistant (certified via company representative). This case concerns a 49 (B)(6)female pt who developed "left knee effusion" and "right knee was severely effused" after receiving treatment with synvisc. Previous medication included first course of bilateral synvisc injections. No medical history, concurrent conditions and concomitant medications were reported. On an unk date, the pt initiated treatment with second series of synvisc injection (route, dosage regimen, batch/lot number and expiration date: unk) into both knees for an unk indication. On unk dates (unknown latency), the pt developed effusion in both knees. It was reported that effusion in left knee calmed down but the right knee became severely effused. On unspecified date, the pt underwent arthrocentesis and 60 cc straw colored fluid was drained from the right knee with no infection concerned. Action taken: unk. Corrective treatment: methyl prednisolone acetate (depo-medrol) 40 mg was injected following arthrocentesis. Outcome: recovering/resolving for both the events. A pharmaceutical technical complaint (ptc) was initiated and the conclusion was pending for the same. Seriousness criteria: intervention required for "right knee was severely effused."